Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The maude event report did not contain any contact information; therefore no additional information can be requested at this time. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via per maude event report (mw5070485). "After inguinal hernia surgery, intermittent sharp, intense pain continues in the left side hernia location. Doctors have not suggested a solution."